Event description:
Related manufacturer reference number: 3006705815-2023-03829. It was reported that the patient was not receiving effective therapy from their system. Additionally, the patient experienced pain at the ipg site. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000043569.